Event description:
Difficulty in deflation of the internal balloon. The balloon was perforated using a needle endoscopically and removed subcutaneously. The indwelling period was 90 days.

Manufacturer narrative:
The sample has been returned to the manufacturer for evaluation. Results are expected soon.